Manufacturer narrative:
Submit date: 01/15/2016. An investigation is currently under way; upon completion the results will be forwarded. Mw5058596.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer states the primary disconnected the dialysis circuit tubing from the dialysis catheter and the end tubing broke off inside the red port of the dialysis catheter connection. The dialysis catheter had to be removed from the patient and another one placed in the patient by the intensivist so display could continue.

Manufacturer narrative:
The complaint sample was not returned to the manufacturing site for review. The lot number was not provided for review. All dhrs are reviewed for accuracy prior to product release. Since the sample was not returned, there is not enough evidence to determine what could cause this event. Should the sample be returned in the future, this complaint will be re-opened for further investigation. The customer did follow up and confirmed that there was no product malfunction with the dialysis catheter. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% visual inspection during production, which would identify cracked adapters in the catheter assembly. This complaint will be used for tracking and trending purposes. Medwatch number: (B)(4).